Event description:
Boston scientific received information from the patient that approximately two years ago, the patient had fell and experienced left shoulder pain. The patient went to the emergency room at which no injuries aside from bruising was identified. Approximately two to three months ago, the patient reported having chest pain and trouble breathing. The patient went to the emergency room at which no issues were identified aside from low international normalized ration (inr) of blood coagulation. The patient also informed boston scientific that this pacemaker was not sensing the patient's heart rhythm correctly. The patient reported a physician had informed the patient that the patient's heart was skipping and stopping at which the device was not detecting. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.